Manufacturer narrative:
It was reporting that during start-up of the machine the error message "run-away" was displayed. A getinge field service technician (fst) investigated the device on (B)(6) 2021. The fst could not reproduce the reported incident (¿run-away¿ error message). He checked the device for potential failures in the related area (function check of the pump). No failures or problems were detected. The motortacho was cleaned. After a function test, the device was delivered to the user in working condition. No parts were replaced. Thus the reported failure error message: "run-away" could not be confirmed. A mcp product specialist (life cycle engineer) was consulted. He mentioned a possible use-error that could lead to the reported issue: if the pump is running while inserting a tube or the pump head is rotated manually for another reason with sufficient speed, this can lead to the error message ¿run-away¿ or ¿direction¿. It is not possible to clarify, if this was the case in the present incident. The IFU clearly states, that the pump has to be switched of when inserting the tube mainly due to safety reasons following this specification would also exclude this speculated cause. Any issues related to possible defective motortacho or impaired electrical contacts are highly unlikely not to show the failure when tried to reproduce. The device was manufactured in 2009-05-14. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2009-05-14 to 2021-06-09. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reporting that during start-up of the machine the error message "run-away" was displayed. Complaint (B)(4).